Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. The reported complaint was confirmed. Evaluation found the unit had movement in the locked position, requiring general servicing and replacement of components to restore function of the unit to manufacturer's specification. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
This is 1 of 2 reports linked to mfg report number 3004608878-2021-00498: a facility reported that during an open spinal procedure, there was movement on the mayfield skull clamp (a3059). The patient was positioned prone for the surgery, and according to the surgeon, the torque knob was set to 3. Halfway through the procedure, movements were noted and the patient's head was moved downwards. When the skull clamp (a3059) was removed, the torque knob was at setting 2. There was no laceration or adverse patient outcome and no surgical delay reported.